Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states the bar that runs the head up and down is broken on the frame.